Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("uti") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bilateral sal[pingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had resolved and the post procedural complication, genital haemorrhage, urinary tract infection and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, general abnormal bleeding, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events general abnormal bleeding, uti, psych injury, post removal complication were added. Outcome of pelvic pain updated to recovered/resolved. New reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. A20056,a20066,) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge and painful periods. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("uti") and psychological trauma ("psych injury"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had resolved and the post procedural complication, genital haemorrhage, urinary tract infection and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , general abnormal bleeding, uti. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: final diagnoses: uterus, cervix, fallopian tubes, hysterectomy/salpingectomy. Weakly proliferative endometrium. Cervix is without diagnostic abnormality. Benign fallopian tubes with essure coils. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received- lot number added. New reporter, lab data, medical history, expiration date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. A20056,(a20066-notvalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge and painful periods. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("uti") and psychological trauma ("psych injury"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had resolved and the post procedural complication, genital haemorrhage, urinary tract infection and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , general abnormal bleeding, uti. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: final diagnoses: uterus, cervix, fallopian tubes, hysterectomy/salpingectomy. Weakly proliferative endometrium. Cervix is without diagnostic abnormality. Benign fallopian tubes with essure coils. This lot number a20066 is not valid. Lot number: a20056, manufacturing date: 2012/06, expiration date: 2015-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.